Event description:
It was reported that a pump declared a cartridge change error. There was no adverse impact to the customer's blood glucose level. The customer, guided by technical support, inspected the cartridge o-ring, ensured it was undamaged, and cleaned the pneumatic tap area of the pump. After following the on-screen instructions, the customer successfully attached the cartridge and completed the load process, resuming insulin delivery.